Manufacturer narrative:
H4: the device was manufactured on july 06, 2022 - july 07, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a leak inside a bag that contained the folfusor device. The photo also shows the leak was caused by a broken tubing line at the solvent-bonded junction of the flow restrictor. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H3: device returned for evaluation was changed from no to yes. H6: type of investigation was updated to include b01 for the actual sample received. Investigation findings were changed from c13 to c1601. Investigation conclusions were changed from d15 to d0301. H10: the actual device was received for evaluation with fluid inside the bag that contained the unit. A visual inspection with the naked eye revealed the tubing was broken at the solvent-bonded junction of the flow restrictor and a remnant of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of the broken tubing and internal sites of the breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing the breakage to occur. The reported condition was verified by evaluation of the actual sample. The cause of the condition was a solvent application issue during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow restrictor of a large volume folfusor was loose which resulted in a leak. The issue was observed during the unpacking of the transportation box. There was no patient involvement. No additional information is available.